Event description:
Eight (8) or more severe sinus infections yearly since use of machine 2020-2021, sores within the nasal cavity; (B)(6) 2020 - required sinus surgery for inflammation and damage caused by severe sinus infections; 2020 - 2021 - waking with bad headaches, sinus irritation, eye irritation, upper respiratory irritation. FDA safety report ID# (B)(4).